Event description:
A patient reported she was unable to test for two days because pt's one touch ultra meter allegedly would only prompt "error 2". Pt continued taking pt's diabetes medication. Pt did not test on any other meters. No further information has been reported.